Event description:
International customer reported that the suture broke at an unspecified time following thoracic surgery. At time of report, the patient was expected to be taken back to surgery for repair. No further information was provided.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.